Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 277 and 85 mg/dl. Tests were done within 10 minutes. Patient "performed checkstrip test with a result of 81 (range 75-99)." Patient did not experience and adverse events. No further information has been reported.